Event description:
It was reported that during an unk procedure the pad melted. No pieces fell into the pt. They used a new one to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.